Event description:
It was reported by service report that the bed scale was giving an incorrect reading and bed exit was not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results- load cell.